Event description:
The customer reports the device has a failure at startup. There was pt involvement with no adverse impact.

Manufacturer narrative:
(B)(4). The customer reports the device has a failure at startup. There was pt involvement with no adverse impact. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.